Event description:
It was reported that the "pump will randomly turn off in the middle of giving a bolus". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.